Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg pocket was cleaned. Patient is still on antibiotics and is recovering.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that with antibiotic therapy, the infection has resolved.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their system was explanted due to their infection returning. The patient is now in stable condition.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has an infection at the ipg site. Patient has been given oral antibiotics and has been prescribed antibiotics to help with the infection. The patient also has fluid and blood leaking and bruising at their ipg incision. Patient is currently hospitalized and further intervention is pending.